Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received results of 26 mg/dl and 107 mg/dl within 10 minutes on the compact plus system. Several days later, customer also reportedly received results of 25 mg/dl and 85 mg/dl within 10 minutes on the compact plus system. No low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. Customer stated she does not wash her hands prior to testing and used the same lancet for multiple tests. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: test drum lot number 20651741, expiration date 02/29/2008.